Event description:
It was reported that pump quick bolus/wake button was not functioning as expected when customer attempted to use it. There was no adverse impact to the customer's blood glucose level. Customer was instructed to ensure pump was not connected to power and to firmly press center of button while supporting bottom of pump, after which display turned on and customer confirmed pump was functioning as intended; no further actions were reported. Cts to replace pump. Customer will continue to use current pump.